Manufacturer narrative:
Correction: previously reported MDR was missing with device code to address clavicle crush.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial and right ventricular leads were oversensing noise of an unknown origin. The noise was reproducible with left arm manipulation. Clavicular crush was suspected; however, x-ray was inconclusive. Both leads were capped and replaced on (B)(6) 2018. The patient was stable before, during, and after the procedure.